Event description:
Battery failures x3. Event 1: won't hold charge, power supply near wall plug was intermittent, htm replaced power supply, returned to service. Event 2: power supply knocked out of back socket, replaced with new power supply, sent back to service. Event 3: won't hold charge. Replaced power supply. Returned to service.